Manufacturer narrative:
Our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of catheter defective / damaged was not confirmed upon inspection of the photo. The photo provided was too blurry and zoomed out to evaluate the sample for the defect. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. Device history record of packaged needle (pn) batch 2330040 catalogue number 381223 and its assembled needle (an) batch 2330096, part number yf01223sgt was reviewed. H3 other text : see h10.

Event description:
It was reported while using bd insyte¿, peripheral IV cannula, bd vialon¿ bio material the catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter: before using the indentation needle, open the package, check the needle core, find a white ring on the upper end of the hose, suspected to produce creases, replace the product.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿, peripheral IV cannula, bd vialon¿ bio material the catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter: before using the indentation needle, open the package, check the needle core, find a white ring on the upper end of the hose, suspected to produce creases, replace the product.